Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the plunger head is loose, and the right plunger case and bottom case by the l-bracket are cracked. An error code was found in the ehl (event history log). The customer reported issue for (syringe empty-stop) was duplicated immediately during infusion. Root cause of the reported issue is due to customer impact/damage as the carriage arm was broken off and the position potentiometer tab was not in the correct place. Replaced the carriage and correctly assembled the position potentiometer, performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the device was stopping on its own. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: additional information received via email on 19-oct-2022: no patient involved during the issue. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.